Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 7 pocket was failing intermittently. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer removed the drawer from the station, replaced the flat flex cable, reinstalled the drawer and powered the station back on. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.